Manufacturer narrative:
Patient information was unavailable from the site. No devices were returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the system showed the error localizer faulted. The site unplugged and reseated the patient tracker and the issue was resolved. However, the navigation was aborted. There was a less than 1-hour delay to the procedure and no impact on patient outcome.